Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that they were recently hospitalized due to a high blood glucose level of 597 mg/dl and diabetic ketoacidosis. The customer was wearing the insulin pump at the time of admission. Blood glucose level at the time of the call was 310 mg/dl. During troubleshooting, the caller reported a large air bubble, but the insulin pump did not show any malfunction. The insulin pump was not replaced or returned for analysis.